Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 2906 captures the reportable event of stent partially deployed. Block h10: the returned hot axios stent and delivery system was analyzed, and a visual evaluation noted that the stent was not returned. The outer sheath was returned kinked and the inner sheath was returned kinked in two different locations. A functional evaluation could not be performed because the stent was deployed. A microscopic inspection verified the two kinks in the inner sheath. No other issues with the device were noted. The reported event of stent partially deployed was not confirmed as the stent was not received for analysis. Most likely, factors encountered during the procedure and/or the interaction with the scope, the patient's anatomy and the force applied could have caused the kinks noted in the outer and inner sheath. A review and analysis of all available information indicated that the most probable root cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a necrotic pancreatic pseudocyst during a stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, after the first flange deployed and the physician was in the correct position, the second flange would not deploy. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a necrotic pancreatic pseudocyst during a stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, after the first flange deployed and the physician was in the correct position, the second flange would not deploy. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.